Event description:
Device #2 malfunction: none. Time of malfunction: after vessel closure. Symptoms/ae: diminished leg pulses, occlusion. It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy of the common femoral artery using the pre-close method closure after an interventional procedure. One proglide device was deployed from the eleven o'clock position and the second proglide device was deployed from the one o'clock position. Reportedly, an hour after arteriotomy closure, the patient experienced diminished pulses of the leg. An angiogram of the vessel revealed that the sutures from the proglide device restricted blood flow. A cut-down of the vessel was performed to remove the sutures, which restored blood flow. The vessel was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device # 1 proglide, part # 12673-03, lot # unk, is being filed under medwatch manufacturer report number: 2953144-2009-01040.